Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 552 mg/dl which was treated with manual injection. The customer also stated that they did allege insulin pump was under delivering. Customer was neither in emergency room nor admitted into hospital. It was unknown if the customer was using auto mode or not. The insulin pump and reservoir will not be returned for analysis.